Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient presented to clinic with redness in the tunnel area and noted cloudy drain. The patient denied abdominal pain. The patient denied breach in aseptic technique. A pd effluent culture was taken and revealed growth of streptococcus pyogenes. The patient was treated in clinic with vancomycin and ceftazidime ip (dose and frequency unknown). The patient was recovering from the event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s infection. The liberty select cycler and fmc cassette were not returned for evaluation. A device history record review conducted showed no non-conformances. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.